Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. A clip could be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, the customer was not able to use the medium-large clip applier instrument as the clip was locked in the instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument passed engagement and retained the clip throughout engagement but could not apply the medium-large clip onto the vessel/tissue. A backup instrument of same kind was used to continue the procedure. The target tissue was less than the 10 mm. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the clip applier instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.